Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On 02/07/2018, endologix was made aware by a rep on a patient that had a evar done on (B)(6) 2018. Patient was having difficult post course recovery, inclusive of pancreatitis, bowel ischemia , and left leg issues with distal runoff. Patient is stable and physician mentioned that the bowel and pancreatitis issues have seemed to resolve, however patient's distal flow to left foot is still an issue. Rep will keep us posted on patient's continued recovery. No plans on a re-intervention was discussed.

Event description:
Endologix was made aware by a rep on a patient that had a evar done on 01/26/2018. Patient was having difficult post course recovery, inclusive of pancreatitis, bowel ischemia , and left leg issues with distal runoff. Patient is stable and physician mentioned that the bowel and pancreatitis issues have seemed to resolve, however patient's distal flow to left foot is still an issue. Rep will keep us posted on patient's continued recovery. No plans on a re-intervention was discussed.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, clinical was able to confirm the patient's pancreatitis, however clinical was unable to confirm the reported ischemia (bowel and left leg) from the images provided. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the inadequate stent graft patency was the off label iliac arteries and the pre-existing iliac stents less than 6mm luminal diameters, and the persistent stenosis post implant within the iliac arteries. The final patient disposition could not be ascertained; there have been no reports of further negative patient sequelae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: event: adverse event or product problem (describe event or problem): please update.